Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis.  There is no treatment indication for aortic insufficiency without sufficient calcium to anchor the valve. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The valve was placed in a ¿mildly¿ calcified valve to treat ai, and it migrated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient was symptomatic with a mildly calcified aortic valve but severe ai (nyha IV). Patient also had a yacoub operation with ascending aorta replacement due to aortic dissection and a descending aortic replacement due to leriche syndrome due to false lumen. Due to limited options, a tavi ta was chosen. After successful implantation of the 29mm sapien 3 valve in correct position via ta approach, the valve migrated towards the ventricle. The patient became more and more hemodynamically unstable. Therefore it was decided to implant a second valve. The valve was successfully implanted and fixed the first valve. After a short mechanical and medical resuscitation, the patient stabilized.

Manufacturer narrative:
Reference CAPA-20-00141.